Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08725 inches. Device was monitored for 2 days. No unexpected battery type alarms or charge/battery anomaly noted during testing. However, pump trace download analysis confirmed the pump alarmed power error detected, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected, low battery alert, power loss alarm, replace battery alert, and replace battery now alarm due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No missing serial number label or missing end cap address label noted. Device had faded and stained serial number label, peeling and faded end cap address label, severely scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had change battery alarm. The customer¿s blood glucose was 9.2 mmol/l at the time of incident. Customer reported that the battery cap was not damaged. Customer reported that the insulin pump had serial number was also missing from the backside of the insulin pump. Customer reported that the multiple occurrences, insulin pump was already reset last week, problem still exists. The insulin pump will be returned for analysis.